Event description:
A malfunction occurred with a customer's insulin pump, and it was reported that the pump did not increase or decrease basal delivery as expected, despite adjusting with autocorrections. There was no reported adverse impact on the customer's blood glucose level, as specific values were not provided. Upon experiencing the malfunction, the customer discontinued use of the pump, switched to an insulin pen, and later attempted to restart the pump at a clinic. Technical support decided to replace the pump due to the customer's reluctance to continue its use, and the pump was still within warranty. The customer was instructed to put the pump into storage mode and return it using a pre-paid label.